Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second clip was malformed when the device was fired on the cystic artery. Another device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was known when inquiries were made.

Manufacturer narrative:
(B)(4). Malformed clip, jaw misaligned. The analysis results found that the (B)(4) device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, eight scissored clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Information anticipated, but unavailable at this time.